Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm rust / corrosion on (B)(6) 2025, at approximately 10:00 a.m., the nurse used an intravenous indwelling needle to administer preoperative fluids to a patient, and after the indwelling needle was deflated for the operation, a suspected rust was found on the front end of the indwelling needle prior to its use, which was immediately deactivated and replaced with a new indwelling needle for the patient.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as dir (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family:intima ii. Device failure:rust / corrosion.

Event description:
No additional information.

Event description:
No additional information provided.

Manufacturer narrative:
1. No defective sample and photo have been received for the complaint 2. DHR/bhr review lot#4233014. 1-the products of this batch were assembled at intima ii auto line 2 in aug 2024, and packaged at r240 package line in sep 2024. Work order quantity was (B)(4) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. The retained samples of this batch are taken, and the needle cores are examined under the microscope. No rust is found. Please refer to the attachment for test report. 4. Cause analysis: 1-the needle core is made of 304 stainless steel and lubricated by silicone, which has good rust resistance under normal circumstances, but under special conditions (such as in the air containing chlorinated chemicals), the head of the needle core may rust. The plant does not have the conditions to cause the defect in the production process. 2-the notch of the needle core is wrapped in the catheter, and rust has never occurred. The slightly dark color of the notch is related to the production process of the needle core. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained samples, and no similar complaints have been received from other hospitals.as the defective sample has not been returned, so the root cause of the rust of the needle cannot be determined.